Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Customer called concerned their meter is registering erratic results. Customer stated they performed a back to back blood test using a finger on each hand and feels the meter is registering erratic results based on this comparison. On (B)(6) 2016 at 6:00pm, the customer performed a fasting back to back blood test and the results were 498mg/dl and 200mg/dl. Customer stated normally fasting glucose is between 150mg/dl-325mg/dl. Customer is currently taking 60 units of levimir and a sliding scale of novolog to manage diabetes. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 151mg/dl and 142mg/dl. The customer lived in the basement so the conditions are not appropriate to storage the strips. The test strip lot manufacturer's expiration date is 12/18/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.